Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the power cord and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) power cord was found cut, frayed, and had exposed wires. There was no patient involvement.